Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when advancing the device he did not realize that the bowel/rectum had folded while advancing the trocar. There were several bubbles when doing the leak test. They then re-fired on both the proximal and distal end of the sigmoid, got the anvil placed, inserted the second 28mm device and fired the instrument to complete the case. It took the surgeons about 1 hour and 30 minutes to resect out the sigmoid section that had the hole in it and redo the anastomosis.